Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to electromagnetic interference. The crt-d remains in use. No further patient complications have been reported as a result of this event.